Event description:
Customer's mother reported via phone, the insulin pump was not responding properly. She was attempting to enter the customer's carbohydrates in the device and number kept scrolling. Customer's blood glucose was 427 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All of the buttons functioned properly, however moisture damage was found on the keypad traces during visual inspection. The device passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, broken belt clip slot, and scratched reservoir tube lip.